Manufacturer narrative:
Per the tandem user guide, ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c)." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to high temperatures. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 190 mg/dl.